Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. However, factors that may contribute to leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.5x120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter leaked at the hub during prep. The device was not used and there was no patient involvement. Another armada pta catheter was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.